Manufacturer narrative:
Intuitive surgical, inc. (Isi) has received the 30 degree endoscope instrument involved with this complaint to perform failure analysis; however, the evaluation is not yet complete.

Event description:
It was reported that during central processing, the 30 degree endoscope plus goes the opposite way; when trying to go right, it goes to the left and all the way around too; it goes in the opposite direction. There was no report of patient involvement. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: customer confirmed that the instrument was last used on 06/08/2026 on system sk0610 during a cholecystectomy. The issue occurred before procedure. There was no damage on the endoscopes adapter/base. The issue was resolved by using another endoscope.